Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the resuscitation department the balloon could not be deflated, the catheter could not be removed, so we had to cut the balloon with scissors. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number provided l 7g029 is not presented in our system; therefore a DHR review could not be conducted. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted and investigation was based on document review. Non-deflation could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that in the resuscitation department the balloon could not be deflated, the catheter could not be removed, so we had to cut the balloon with scissors. There was no patient injury.